Manufacturer narrative:
D10 concomitant products: egiaushort, egiaushort endogia ultra univ sht stap, (lot #unknown); sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #n5c2129y); unknown endo gi, unknown endo gia instrument, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a surgical procedure, the first reload advanced less than 1 cm. The unit reload and handle were replaced with another reload of the same lot number and a different handle. Hence, the second stapler did not fire at all. The procedure was ultimately completed using a device from another manufacturer. The surgical time was extended up to 30 minutes. No patient complications have been reported as a result of this event.